Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slowed. A technical support specialist (tss) found that the structured query language server service was consuming excessive memory due to improper re-indexing. The tss dropped the database, resynced the station, and confirmed the issue was resolved with the customer. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the station was slow. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.